Manufacturer narrative:
(B)(4). Investigation results: a fully mounted wallflex biliary covered stent was returned for analysis. Visual examination of the returned device noted that the outer sheath was broken at the proximal end of the guidewire access port. In addition, the outer sheath was curved and kinked. Functional analysis found that it was possible to manually deploy the stent. No other issues were noted with the device. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states "wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures¿; however, the stent was placed to treat a leak due to a post-traumatic accident. The damages noted with the device were consistent with the application of excessive force during attempted deployment and are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered rmv stent was to be used to treat a leak due to a post traumatic accident in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during procedure, the nurse was unable to deploy the stent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the guidewire access sheath.